Event description:
A physician reported a hakim valve (ID 825422) was implanted via l-p shunt on (B)(6) 2022 with 80mmh2o. On (B)(6) 2022, the peritoneal catheter was disconnected therefore it was put back in the peritoneal cavity. After that, the patient presented with infection therefore, the valve and peritoneal catheter were removed on (B)(6) 2022. The patient is in follow up. The valve will be replaced once the infection subside.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID 825422) was returned for evaluation. Device history record (DHR) - the product code: 82-5422 with lot: 5255415, conformed to the specifications when released to stock. Failure analysis - the valve and catheters were visually inspected; a needle hole in the needle chamber was noted, no issues with the catheters. The position of the cam when valve was received was 70mmh2o. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problems with the valve or catheters at the time of investigation. The possible root cause for the disconnection of the peritoneal catheter reported by the customer could be due to user¿s error when placing the catheter. The possible root cause for the ¿patient presented with infection,¿ issue reported by the customer, could be due to the patient and hospital surroundings, as the sterilization certificate was conformed to specification.

Event description:
N/a.